Manufacturer narrative:
H.6. Investigation: two samples and photo received for investigation. It is observed damage to the plunger. The results obtained in the retention samples for visual and dimensional tests were compliant, that is to say, there was no damage to the plunger of the syringe nor in the body of the syringes. However the samples show the defects reported. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The damage to the plunger can be due to the mismatch in the input disc causing the damage. Maintenance order will be implemented.

Event description:
It was reported that 2 syringes 3ml ll 23ga 1in mx bun were found with defective stoppers before use. The following information was provided by the initial reporter, translated from spanish to english: "of 3ml, two units lot 8164842 and reference 302542. Defect in the stopper, protrudes a part of the plastic."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringes 3ml ll 23ga 1in mx bun were found with defective stoppers before use. The following information was provided by the initial reporter, translated from spanish to english: "of 3ml, two units lot 8164842 and reference 302542. Defect in the stopper, protrudes a part of the plastic."